Manufacturer narrative:
Correction to previous b3- date of event, which was not late. The correct date was 2/11/2026.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of saprophytes at operator channel, 8 cfus of saprophytes at auxiliary channel, and <1 cfus of enterobacter cloacae at suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.